Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer reported that symptoms related to their high blood glucose were extreme thirst and little nausea. Customer's blood glucose reading at the time of emergency room visit was 495 mg/dl. Customer was given insulin through an IV drip and syringe. It was not determined whether the customer was wearing the pump at the time of emergency room visit. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Advised customer to call back to complete report on hospitalization and troubleshoot further if needed.